Event description:
It was reported that a pump malfunction occurred after the pump was dropped, displaying malfunction code malf 9. The issue did not cause the customer¿s blood glucose level to exceed 500 mg/dl. The customer was assisted by technical support to reset the pump, and no recurring malfunction was observed. The customer was advised to continue using the pump and to report if the issue occurs again.